Event description:
Outbound: last night four hours after changing remodulin cassette the pump alarmed no disposable. Replaced pump using same cassette and pump running. Lot number of cassette 41031635, 1 mls of med infused; (B)(4) are the serial numbers of the pumps. Replacements sent and boxes sent for return. No further details provided.